Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device alarmed no delivery alarms. Customer's blood glucose was 207 mg/dl. During troubleshooting, customer mentioned the insulin exited with manual prime but with greater resistance than normal. After troubleshooting, customer will not be returning the reservoir for analysis.